Manufacturer narrative:
The serial number of the customer's cobas 6000 c501 (ul) v is (B)(6). The field service engineer (fse) inspected the module and determined a cut tube on the rinse head had caused the event. He then repaired the tube and replaced the vacuum pump, diaphragm filter, and seals. He verified the module's performance with successful operational and mechanical checks. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from multiple patient samples tested on the cobas 6000 c 501 (ul) v. One example of discrepant results was provided: the initial na result from the module was 152 mmol/l. The repeat result from another c 501 module was 145 mmol/l. The initial result was not reported outside the laboratory as the co2 result was low, prompting the rerun of the patient sample. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The calibration results were within the specified ranges. The qc results were within the specified ranges; there was no indication of a performance issue with the reagent. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.